Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the part of the blue coating (near to the ball electrode) was broken in the case of colposcopy. X-ray was to be performed for finding out the broken part. Patient impact unknown.

Manufacturer narrative:
(B)(4). Date sent: 9/7/2018. Investigation summary: received one each used sample. Lot number reported to be 173902. No packaging was received with the product. Product is the 5 inch ball electrode. Confirm a 4-5mm split in the insulation. Immediately adjacent is a secondary split of 2mm. The device was possibly sliced but unable to determine for certain. There are no impression marks or signature marks noted. The insulation is split from distal to proximal which is highly uncommon (to split in this direction) especially close to a larger ball. Insulation may have been "nicked" by something at some point, unable to determine where, when or how this may have occurred. There is heavy eschar on the ball portion. No visible initiation marking seen under magnification. Exact cause undetermined. A review of the DHR shows this product was originally manufactured to specifications and there is no evidence of device defect or malfunction.